Event description:
A report was received that the patient underwent an explant procedure due to infection. The physician stated that the infection was procedure related. The patient was given antibiotics during the implant procedure.

Event description:
A report was received that the patient underwent an explant procedure due to infection. The physician stated that the infection was procedure related. The patient was given antibiotics during the implant procedure.

Manufacturer narrative:
Additional information indicates that the patient's symptoms were redness and soreness at the site. The infection was at both the lead and pocket site, originating in the pocket site. The patient was given intravenous and oral antibiotics. The physician stated that the infection has cleared up and the patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-70, serial # (B)(4), description: artisan surgical lead with platnalock technology - 50cm. Model # sc-4316, lot # 14973262, description: clik anchor. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.